Event description:
It was reported that during preparation of the 3.0 x 200 mm armada 14 dilatation catheter, the device was removed from the packaging without difficulty. During preparation, when negative was pulled, the device was noted to draw air, possibly due to a pinhole. It was noted that devices were connected to the armada 14 properly. The dilatation catheter was not used and there was no patient effects. A second armada 14 was then used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.